Event description:
While using a byte day aligners, patient reported that their top aligner is so tight that it is turning their gums white. They have tried warm water soak and filing it down but has not helped. The aligner hurts so much they cannot wear the aligner. Had patient try upper aligner 2 and to confirm if it is more comfortable and to use the hh tips and to provide updates.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.